Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insualtion abrasion was found at 9.4-9.6cm from the distal tip electrode, consistent with lead friction to a heart feature. Internal insulation abrasion was found at 31.4-31.8cm from the distal tip electrode. The etfe coating was intact at these locations.